Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous middle left anterior descending (lad) artery. After an unspecified guide wire crossed the lesion, the 2.5x12mm emerge balloon catheter could not cross the lesion. They attempted to dilate and cross the lesion from proximal side on the first inflation for 10 seconds at 8 atmospheres, on the second inflation for 10seconds at 8 atmospheres and at the third inflation the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 4mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous middle left anterior descending (lad) artery. After an unspecified guide wire crossed the lesion, the 2.5x12mm emerge balloon catheter could not cross the lesion. They attempted to dilate and cross the lesion from proximal side on the first inflation for 10 seconds at 8 atmospheres, on the second inflation for 10 seconds at 8 atmospheres and at the third inflation the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).